Event description:
The customer reported that the system would expose twice when using the hand switch. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hand switch was replaced. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible aro. (Accidental radiation occurrence).